Manufacturer narrative:
H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that unit overheated during patient administration. There was patient involvement.

Manufacturer narrative:
One device was returned for analysis. Functional and visual tests were done, but the reported issue could not be duplicated. The cause of the issue was unknown. The cause of the issue was unknown. Upon further review, it was found that the latch lock mechanism and handle were loose. The service history review identified no indication that the complaint was related to any service performed on the device during the review period.